Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection of the unit, some marks were observed on the proximal end and where the tip joins the tubing. The sleeve also had scratch marks indicative that the unit was used. The marks are typical of flaking complaints. A missing heat shrink failure mode was also confirmed by visual inspection. Also, based on the pictures provided, the foreign material condition was also confirmed. The wear marks observed on the unit indicate there was some friction between the inner and outer assembly, which most likely resulted in metal debris generation. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root cause(s) for the reported failures can be associated, but not limited to: missing heat shrink-workmanship error, friction due to cutter assembly and housing assembly interaction and/or improper cleaning process. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that prior to a procedure, an iron powder substance was seen when the box was opened.

Event description:
It was reported that prior to a procedure, an iron powder substance was seen when the box was opened.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).